Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for regular follow-up and the patient was found to have developed an aneurysm of the left common iliac artery that resulted in a loss of seal on that side. The physician stated that the cause was the common iliac aneurysm measuring 5.7 cm in diameter. The physician decided to coil embolize the left internal iliac artery and extend with an endurant limb into the left external iliac artery to exclude the aneurysm. No additional clinical sequelae were reported and the patient is fine.